Event description:
It was reported that shaft break occurred. A 8.00mm/2.0cm/135cm peripheral cutting balloon® catheter was selected for use. During the procedure, it was observed that the device came off the shaft. The device was snared out from the patient's body. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: a 7f and an 8f non bsc introducer sheath were returned with the device. Both sheaths were damaged and split. A 0.018 inch guidewire was returned inside the shaft of the device. During analysis, the guidewire was unable to be removed due to the presence of solidified blood in the delivery system. The distal section of shaft (including the tip, balloon and blades) were detached and not returned for analysis. The shaft was severely stretched and kinked proximal to where the shaft had detached. This type of damage is consistent with excessive force being applied to the delivery system during device use/handling. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 8.00mm/2.0cm/135cm peripheral cutting balloon catheter was selected for use. During the procedure, it was observed that the device came off the shaft. The device was snared out from the patient's body. There were no patient complications reported.

Manufacturer narrative:
(B)(4).